Event description:
Possible air injection during cardiac catheterization. Pt. Suffered cardiac arrest. Left anterior descending artery blocked- opened with two stents. Resuscitation successful - no neuro deficits. Medrad marku plus injector (#2) in use with e-z-em 150 cc angiocath (#1) CT syringe and namic custom angiograph kit/cardiac cath lab manifold kit (#3).